Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: after the device was inserted in the anus, the device became stuck. It was re-inserted and after the anastomosis, the donut tissue was malformed. A diverting-stoma was built. There was no additional bleeding and/or tissue damage. Nothing fell into the patient cavity. Operative time was extended more than thirty minutes. There is no additional patient information available.